Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who observed large air bubbles in their tubing during peritoneal dialysis (pd) therapy. The air was observed during initial drain and the patient was connected to the homechoice. The patient line was not properly primed before the patient connected. Technical services assisted with ending current therapy and the patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.